Manufacturer narrative:
Information unknown/ not provided per country's personal data privacy legislation/policy. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). Device evaluation: product evaluation could not be performed because the product was not returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non conformance report (ncr) related to this issue was found during record review. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, when the intraocular lens (iol) was implanted, the posterior capsule ruptured. Account indicated that the procedure was delayed for 30 minutes as the iol was removed and vitrectomy was required. A three piece iol was placed as the replacement lens. Patient has reportedly fully recovered. No further information available.